Event description:
Rptr states the trocar was inserted into the pt's abdomen. The physician attempted to withdraw the trocar, but the expandable flange would not retract. The physician had to extend the initial incision in order to be able to remove the trocar. The sales rep was contacted and came to the facility. While using an identical trocar to illustrate how it is designed to function, the sales rep noticed the same defect in his product. There is a collar that is snapped into a pin, but when the collar becomes dislodged from the pin, the flange will not retract.